Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level displayed as "high," however, specific bg value was not provided. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER same day with the issue resolved and no permanent damage. Reportedly, an occlusion alarm had occurred. Reportedly, customer continued using pump for insulin therapy.